Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the green light will not come on.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Pcb, missing component. Missing screw to hold pcb in place. Complaint was confirmed. The underlying cause is missing screw. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Pcb, missing component. Missing screw to hold pcb in place. Dealer states the green light will not come on.